Event description:
Reporter indicated a vns pt had a "lead problem" in 2006. Review of vns programming history for the pt identified that high lead impedance occurred on (B)(6) 2006. The pt was recently had the vns lead and generator explanted due to infection, which was previously reported via MDR # 1644487-2010-01726. Attempts for further info and return of the explanted devices are in progress.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.